Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the forearm shunt. A 6.00mm/90cm/2cm peripheral cutting balloon was selected for use. During procedure, dilatation of the lesion was performed; however, the balloon ruptured upon first inflation at 8 atmospheres. The balloon was then replaced with another of the same device and the procedure was completed after dilatation of the lesion area was performed again. No patient complications were reported.